Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 5 device(s) was functionally/visually inspected in the field. The device(s) was/were repaired and returned to use. Evaluation results findings (components/results). 2 devices: shock absorber/ mechanical problem identified. 1 device: chassis/frame/ mechanical problem identified. 1 device: shock absorber/ wear problem. 1 device: part/component/sub-assembly term not applicable/ wear problem. There was no remedial action taken. This device is not labeled for single use.

Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between july 1-september 30, 2025. This report summarizes 5 malfunction events(s), where it was reported the devices experienced fowler spongy; does not have "rigid" feel of support or head piece loose/wobbly, but still operates properly. No adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
A device coded as evaluated was found after investigation to have experienced cannot be lowered; stuck in raised/elevated position, which is not reportable.

Event description:
This report now summarizes 4 malfunction events(s), instead of 5.